Event description:
It was reported that an asymptomatic patient presented during a scheduled follow up in clinic. Upon interrogation, it was noted that the pacing lead impedance was high from past year and had gone out of range at some point. It was also noted that the lead functionality remained largely unchanged over the past year. The root cause was not able to be absolutely determined, but it was assumed by the physician that the cause was scar formation at the site of the lead, or new ischemia to the area. No intervention was performed. The physician elected to monitor the lead.